Event description:
Boston scientific received information that right atrial (ra) exhibited high pacing impedance measurements greater than 3000 ohms. Sensing measurements were within normal limits. There was no noise observed. It was noted that the clinician was planning on waiting for the next transmission to see if the impedance measurements stay out of range before determining how to proceed. Technical services (ts) discussed this was most likely a lead fracture but there will need to be more troubleshooting to confirm. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.